Manufacturer narrative:
Conclusion: perforation is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00259. Device was disposed of by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery (ba) using a penumbra system reperfusion catheter 041 and separator 041. Before the procedure, the physician did not administer intravenous tissue plasminogen (IV t-pa). During the procedure, the reperfusion catheter 041 was advanced to the ba along with a transcend ex 0.014 inch through a fubuki 7fr. Neurovascular guiding catheter. Aspiration was done with a separator 41 and 5,000 units of heparin were injected. Perforation with the separator 041 caused asymptomatic encephalorrhagia; therefore, the patient underwent spinal drainage. Approximately, 12 days later from the drainage, the patient left the hospital. Physician's comment: I placed the distal tip of the psc041 in the ba top to aspirate from there. I perforated the artery with the pss041 while inserting it. The event was related to the penumbra system and the procedure. I consider this event as a serious adverse event, hospitalization.